Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported hat the device floating mass transducer (fmt) was fixed on a middle ear structure at implantation surgery, but it did not stay in this position, and could not be fixed to another structure. Therefore the surgeon decided to explant the device. The pt was explanted on (B)(6), 2013.